Event description:
It was reported that device was not warming up completely or not going up to the temperature . This issue was found during testing. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9. Device available for evaluation: yes. D9. Date returned to mfg: 16-apr-2024. H3. & h6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Device received with front cover nicked, microswitch bent, quick connect corroded, line cord faded and worn, water tank cover cracked on bottom left, and pcb missing led. Put on new water tank cover and new microswitch to test. Put water in tank, attached temp check (e5737 apr 2025) plugged line cord into outlet and turned device on. The customer's failure was replicated and confirmed. The root cause was the heater not working. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.